Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large-hem-o-lok clip applier instrument was found to have a loose grip cable at the grip hub. The instrument failed the intuitive and imprecise motion test. A clip test was performed and failed. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the hem-o-lock clip applier wouldn¿t hold the clip. The clip kept falling out of the jaws. The instrument was inspected prior to use and no damage noted. The instrument did not clash in or outside of patient. All clips that fell were retrieved and nothing was left in the patient. A new backup instrument worked, and the procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident involved a surgical clip¿not a device fragment¿falling inside the patient while the team was trying to position it with the instrument, which couldn¿t hold the clip properly. The surgeon did not know what caused the clip to fall. The instrument¿s time in use before the issue was unknown. No functional issues with the instrument were reported before the incident. Details about instrument removal and resistance were mostly unknown, though the wrist was straightened during final removal and no damage was noted. The clip was retrieved visually during the procedure using another instrument. No post-operative imaging was performed. The procedure was completed robotically, with no known post-surgical complications. The instrument has been sent in, but the fallen clip was not returned. Photos or videos were not available for review.